Event description:
It was reported that the patient presented to the clinic after receiving an appropriate shock that terminated a ventricular fibrillation. Upon interrogation, the device exhibited a high out of range high voltage lead impedance measurement. Historically, the lead impedance had been in range and stable. Capture and sensing were also stable. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.